Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, revert to manual CPR" message when the platform was powered on. No patient involvement was reported. No additional information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection was performed and no damages were observed. Review of the archive data was performed and showed fault 132 (internal watchdog timeout) had occurred. Upon power on of the returned platform, a "system error - revert to manual CPR" message was displayed. Functional testing could not be performed due to the fault 132 error. Fault 132 is a processor board/internal watchdog timeout error. The fault was cleared using the apvision3 program and the platform ran with a large resuscitation test fixture (equivalent to a 250 pound patient) with no problems. Based on the evaluation results, the customer's reported complaint was confirmed. However, a definitive root cause could not be determined.